Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient, coincident with dianeal pd2 unknown bag therapy for peritoneal dialysis (pd). On (B)(6) 2012, dianeal therapy was interrupted. On (B)(6) 2012, the patient resumed therapy. On (B)(6) 2012, the patient's wife stated that the peritoneal dialysis (pd) therapy solutions were not delivered. The patient performed dialysis therapy with the remaining bags at home, yet on (B)(6) 2012 ran out of bags and was unable to perform pd therapy. On (B)(6) 2012, the patient experienced peritonitis manifest by stomach pain. On the same date, the patient was treated with ceftin, amikacin and cefotaxime. On (B)(6) 2012, the patient received their delivery of pd bags and was recovering from the event of peritonitis. At the time of this report, the patient was recovering from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. Baxter will continue to monitor similar reports to determine if further actions are required.